Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va006t5, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient felt her stimulation turn off and on by itself since implantation. Also, the patient was not feeling stimulation. The patient declined help with troubleshooting. It was stated that the patient was 'never told she would need to use her programmer' and that upon implantation she was told that she 'would just forget about the implant.' No further information was provided. If more information becomes available, a follow up report will be sent.